Manufacturer narrative:
Product ID 3889-28, lot# va1mbc9, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the low impedance issue was not determined and did not resolve with the replacement of the ins. Also, they had no further insight as to the cause of the discrepancy of the battery longevity percentage and the months remaining calculation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further up information received from the manufacturer¿s representative reported that ins battery was destroyed and not returned for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI #: (B)(4), implanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a ins replacement/revision procedure on (B)(6) 2019, interrogation of the existing ins showed 0-3 electrode pair had impedances of <50 ohms. The patient was using program 3 (which was programmed to 0-3+) for active programming but was still getting more than 75% relief. The manufacturer¿s representative noted that the battery longevity for program 3 showed between 90-100% and a capacity of 1-6 months. The representative changed the programming to 1-3+ and the battery longevity still showed 90-100% and 1-6 months capacity. It was noted upon opening up the patient, it was seen that the sheathing/insulation over the lead had pulled back. The ins was replaced due to a low battery (no ins issues or an allegation of premature battery depletion were reported). At the time of report, the patient had not woken up as of yet, but the representative was going to reprogram the patient so that electrode pair 0-3 was not used in the programming. No medical symptoms were reported in the event. There were no further complications reported or anticipated.